Event description:
The pt had a pump reimplant done due to low battery after an implant duration of 32 months. The itb was turned down. The pt experienced increased spasticity, twitching, jerking, and itching. The itb was turned back up. The pt is reported to have recovered without sequela.